Manufacturer narrative:
The suspect hard drive was returned to the manufacturer for evaluation. Testing found that corrupted files were present on the hard drive. Additionally bad sectors were discovered. This confirmed a hard drive malfunction as the root cause of the reported issue.

Manufacturer narrative:
Return requested. Replacement op sys sw hd drive shipped to site. No parts have been received by manufacturer for analysis. On (B)(6) 2017 a medtronic representative, following-up at the site, reported replaced hard drive.

Event description:
A site representative reported that, while in a cranial procedure, when trying to connect the navigation system and their surgical MRI system, an error message pops up saying that there was no connection with the surgical MRI system. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system, however, without the surgical MRI system. Delay in therapy was less than one hour. There was no impact on patient outcome.